Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument does not close and secure clips. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to close the clip onto a duct. There was no motion issue experienced by the surgeon. This occurred during the 1st clip application attempt. The customer used a backup instrument in order to continue the procedure. There are no photos or videos for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The instrument was found to have two severely bent grips causing misalignment of the grip-tips. There was a 1.80mm offset at the tips. A clip could not be properly loaded into the clip groove of the grip tips. The grips were not found to have cracking damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.